Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm and 31mm watchman flx pro closure devices were attempted to be used. During the procedure, due to unfavorable anatomy and after multiple recaptures, the case was aborted, and no closure device was implanted. The following day, on (B)(6) 2025, a stroke code was called for the patient. A magnetic resonance imaging (MRI) was performed on (B)(6) 2025, and imaging revealed a thromboembolic stroke effecting the left basal ganglia and right frontal lobe. The patient had decreased level of consciousness. No intracardiac thrombus were noted. The patient was discharged home on (B)(6) 2025.